Manufacturer narrative:
Returned device was received in excellent physical condition. There were noted cracks by all the screws in the plunger head. Evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was able to be duplicated. The force readings did not change when force was applied to the force sensor. Multiple components (plunger cable, force sensor, and plunger board) were found to be causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure during a force sensor test. No adverse events were reported.